Event description:
It was reported that the patient had the inflatable penile prosthesis pump component repositioned. Additional information received indicated the surgeon initially looked to reposition the pump as the pump was sticking and not working consistently. The physician replaced the pump and cylinders and the device worked fine. The explanted components were originally implanted in 2016.

Manufacturer narrative:
H3 device evaluation. The ams700 ipp cylinders were visually inspected and functionally tested. Leaks were identified in both cylinders that were the result of sharp instrument/tool damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the activation test. Product analysis is unable to confirm the reported "malposition"; however, the reported pump malfunction was confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component repositioned. Additional information received indicated the surgeon initially looked to reposition the pump as the pump was sticking and not working consistently. The physician replaced the pump and cylinders and the device worked fine. The explanted components were originally implanted in 2016.